Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('1 day post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and postpartum state. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain upper ("stomach cramps during procedure") and procedural pain ("stomach cramps during procedure"). In (B)(6) 2007, the patient experienced migraine ("migraines"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipation"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abdominal pain upper, migraine, procedural pain and constipation outcome was unknown. The reporter considered abdominal pain upper, constipation, medical device removal, migraine and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, migraine. ,medical device removal and constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event "constipation " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.